Manufacturer narrative:
The lot number for the device was provided, a lot history review could not be performed. The sample was not returned to the manufacturer for evaluation. A medical image was received for investigation. Therefore, the investigation of the reported malfunctions are inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl08060 vascular stent graft allegedly experienced difficult to advance, positioning issue and struck. This information was received from one source. This malfunction involved a patient with no known impact to the patient. The patient was a (B)(6) years old female; however, the weight was unknown.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl08060 vascular stent graft allegedly experienced difficult to advance, positioning issue and struck. This information was received from one source. This malfunction involved a patient with no known impact to the patient. The patient was a 39-years old female; however, the weight was unknown.

Manufacturer narrative:
H10: the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for evaluation; however, a medical image was provided for review. The investigation of the reported malfunctions are inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.